Event description:
It was reported that there was a general complaint of pump alarming during blood infusion. The pump was running between 100ml/hr and 200ml/hr and 5fu was administered through the lowest smartsite connector, the clinicians do not clamp above the injection port. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information : manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue of an unspecified alarm was not determined because no products or device logs were returned.

Event description:
It was reported that there was a general complaint of pump alarming during blood infusion. The pump was running between 100ml/hr and 200ml/hr and 5fu was administered through the lowest smartsite connector, the clinicians do not clamp above the injection port. There was patient involvement, however outcome is unknown.